Event description:
Reportedly, the surgeon attached tissue to instrument and brought the bowel together. The instrument was then fired. It stapled but did not cut the tissue. The surgeon as a result had to perform colostomy. Procedure: lower anterior resection.